Manufacturer narrative:
Coopersurgical is currently investigating the reported condition. Once the investigation is complete, a follow up reporte will be filed. (B)(4).

Event description:
Issue: the unit would not coagulate after excision so they had to take the patient to the hospital, where they quickly were able to stop the bleeding. Exceeded normal intervention to prevent bleeding during and after a leep procedure. Two boxes of cotton tip swabs used during procedure and other interventions. Patient returned to office one week later with continued bleeding and taken to hospital. (B)(4).

Manufacturer narrative:
Coopersurgical is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. Reference (B)(4). Update: 04/10/2018. Investigation: analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. The returned unit only consisted of the generator, not the whole system. The complaint condition was not confirmed/duplicated. However, it was conformed to have loose crimps to the power inlet. The root cause for this complaint condition is being attributed to assembly error. The unit was not available for further evaluation. Corrective actions: correction and/or corrective action; the unit's main board was replaced with a new one from stock, and the connectors were replaced. (B)(4) was executed changing the connectors used on the several assemblies. One of them is the transformer connector (p/n 300791) that is mated with the generator which was loose in the complaint assembly. It includes a re-training of the crimping process that assemblers follow. It also optimized the size wire that best fit the crimp terminal (p/n 23733). This complaint will be entered into the coopersurgical continuous improvement plan (cip). Was the complaint confirmed? No.

Event description:
Issue: the unit would not coagulate after excision so they had to take the patient to the hospital, where they quickly were able to stop the bleeding. Exceeded normal intervention to prevent bleeding during and after a leep procedure. 2 boxes of cotton tip swabs used during procedure and other interventions. Patient returned to office one week later with continued bleeding and taken to hospital. Reference (B)(4).